Event description:
This is filed to report patient deaths: it was reported through the pmcf report, that the xience xpedition may be related to death (all-cause mortality [acm]), side-branch closures (occlusions), myocardial infarction (mi), perforations, thrombosis, restenosis, coronary artery bypass graft (CABG), target lesion and vessel revascularization. Details are listed in the article, titled post-market clinical follow-up evaluation report xience family of stents. Please see the post market clinical follow up evaluation report for specific information.

Manufacturer narrative:
Date of death - estimated. Date of event ¿ estimated. Treatment/therapy start date - estimated. The unique device identifier (UDI) is unknown because the part number and lot number were not provided. Date of implant ¿ estimated. The stents remain in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The other patient effects and malfunctions reported in the post-market clinical follow-up are captured under separate medwatch reports. Article title: post-market clinical follow-up evaluation report xience family of stents.

Manufacturer narrative:
The devices remain implanted and were not returned. A review of the lot history records and complaint history could not be conducted because the part and lot numbers were not provided. It was reported xience xpedition stent delivery systems (sds) were used for off-label usage in the left main and in vein and artery stent grafts. It should be noted that the xience xpedition everolimus eluting coronary stent system instruction for use (IFU) states: the xience xpedition everolimus eluting coronary stent system are indicated for improving coronary luminal diameter. In this case, it is possible the IFU deviation related to off-label use contributed to the reported event; however, this complaint is referencing summary data from a study and specific patient information, including the clinical course for each individual patient during the research timeline, was not provided. The reported patient effect of death is listed in the xience xpedition everolimus eluting coronary stent systems IFU as a known patient effect of coronary stenting procedures. Based on the case information and related record review, a conclusive cause for the reported patient effect of death, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.h6: medical device problem code 2993 - removed.